Event description:
It was reported that sometimes the led's don't come on when it is turned on and it is not alarming. No additional information.

Manufacturer narrative:
Other text: one unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. There were signs of impact damage but the problem source could not be identified. The manufacturing DHR is not relevant to the investigation due to the age of the device.